Manufacturer narrative:
Complaint conclusion: as reported, a 7mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured approximately 10 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new non-cordis balloon catheter (6mmx4cm) and the procedure was completed. There was no reported patient injury. The lesion was the right external iliac artery. The lesion had severe calcification and stenosis. A contralateral approach was made with a 6f non-cordis sheath. A non-cordis guidewire was inserted and crossed the lesion and an intravenous ultrasound (ivus) checked the lesion and the saber rx pta balloon was inserted. The device was not returned for evaluation as it was discarded in the hospital. A product history record (phr) review of lot 82160722 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with stenosis likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82160722 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured approximately 10 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new non-cordis balloon catheter (6mmx4cm) and the procedure was completed. There was no reported patient injury. The lesion was the right external iliac artery. The lesion had severe calcification and stenosis. A contralateral approach was made with a 6f non-cordis sheath. A non-cordis guidewire was inserted and crossed the lesion and an intravenous ultrasound (ivus) checked the lesion and the saber rx pta balloon was inserted. The device will not be returned for evaluation as it was discarded in the hospital.